Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. Following introduction of the 2.25x32mm promus premier¿ stent, the distal portion of the stent became damaged. The procedure was completed with another promus premier¿ stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
UDI= (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while advancing the device from the patient. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. Following introduction of the 2.25x32mm promus premier stent, the distal portion of the stent became damaged. The procedure was completed with another promus premier stent. No patient complications were reported and the patient's status is stable.